Event description:
Reporter noted lens had been inserted and viscoelastic was being evacuated. Viscoelastic and cortical material went back to eye when footpedal was released. Pt is returning for follow-up procedure.